Event description:
The event is reported as: complaint alleges that the circuit were found to have a proximal port cap crack. The alleged defect was discovered during pre-testing.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.